Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was seen to be kinked/bent, the coil delivery wire was seen to be broken, the main coil was seen to be kinked/bent, and the main coil was seen to be stretched. Functional test was unable to carry out due to the damage on the main coil. The reported defect was not confirmed however, the analysis results are consistent with the event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The ar codes 'main coil difficulty inserting' and 'coil in catheter friction' were not confirmed during analysis. Therefore, an assignable cause of 'not confirmed' will be assigned to the ar codes 'main coil difficulty inserting' and 'coil in catheter friction'. The main coil was found to be stretched and kinked/bent. The coil delivery wire was found to be kinked/bent and broken. An assignable cause of 'handling damage' will be assigned to the aa codes 'coil delivery wire kinked/bent' as the defect appears to be associated with handling of the product or portion of the product during the procedure/upon removal of the product from the packaging/preparation of the product prior to use and an assignable cause of procedural factors will be assigned to aa codes 'coil delivery wire broken/fractured during use', 'main coil kinked/bent' and 'main coil stretched' as this defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
Analysis of the returned device found the coil delivery wire broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.